Event description:
During shift check, fully charged autopulse li-ion batteries (sn (B)(4) would not power up the autopulse platform. The batteries were fully charged in the autopulse multi-chemistry battery charger (mcc) before using it with the autopulse platform. The status led of the mcc showed a green light (ready), and the status leds of the batteries showed four solid green lights, indicating that the batteries are fully charged. No patient involvement. Please see the following related MFR report: MFR 3010617000-2022-01776 for the autopulse li-ion battery (sn (B)(4).

Manufacturer narrative:
The zoll autopulse li-ion battery failure mode and serial number (B)(4) reported in this ccr are covered by CAPA 22-005. Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan.